Event description:
It was reported by svc report that the head-end was stuck in a high height position. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: head-end lift power coil cable malfunction.